Event description:
It was reported that during a low anterior resection procedure, compared to the previous experience, this time it was harder to fire the device. The fire sequence could not be completed so the surgeon had to use another new circular stapler. There was no fatal effect for the patient, but the surgeons had to spend an additional four minutes for the surgery.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
The customer reported receiving no delivery alarms. It was stated that the customer came out of the diabetes clinic at the hospital, and the nurse troubleshoot the device. The customer stated that the nurse told her to request a replacement of the insulin pump. It was stated that the customer's blood glucose reading was 11.8mmol/l when she woke up. Troubleshooting was performed. The customer changes the infusion set and reservoir every three days. No further information was provided.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Damaged indicator; safety pin and safety release. The analysis results found that the device arrived with the safety damaged. It appears that an attempt was made to fire the device with the safety engaged. To fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. In addition, the anvil was not returned. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; the device fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device was disassembled to verify the condition of the internal components and the safety pin, and safety pin shroud retention bosses were found damaged due to attempting to fire the device with the safety engaged. A batch record review was performed and no anomalies were found during the manufacturing process.